Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic broke. There was no problem with the amount of viscoelastic and the plunger advancing speed was slow. The surgery was completed without removing the broken iol. The sample was not returned as it remained implanted in the patient's eye. Additionally, the iol sample was received although there was no report of the iol having been removed from the eye. The sample received would indicate that the iol was explanted from the patient's eye.

Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The broken trailing haptic is in the plunger groove. The haptic tip is oriented toward the nozzle end. The lens returned wrapped in gauze. Viscoelastic is observed on the lens. The lens has been cut into three pieces. (Matches lens in dvd). A dvd was provided. The dvd was reviewed. Viscoelastic was not added to the fill line per the directions for use (dfu). The plunger, lens and haptics were in proper positions for advancement. The leading haptic is folded back toward the optic. The plunger tip is only advanced to the edge of the nozzle tip. This is not far enough to allow release of the trailing haptic. The plunger is retracted pulling the optic into/against the plunger tip. The device is retracted pulling the lens against the incision and the haptic breaks. The lens is cut into three pieces and removed. A second device is used to implant the replacement lens. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Based on review of the provided dvd, the root cause is related to a failure to follow the dfu. The lens was not initially advanced to the fill line. The plunger was advanced just to the edge of the nozzle tip. This was not far enough to release the properly folded trailing haptic. The plunger was retracted before the lens had released from the device. As the device is retracted it pulled the optic against the incision breaking the unreleased haptic. The lens was not advanced to the nozzle line before the nozzle was inserted into the incision. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Diagrams are provided in the dfu. The diagram for the observed trailing haptic position indicates, "proceed with full plunger advancement to fully deliver lens". In addition, the amount of viscoelastic placed in the device was not per the dfu. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. The manufacturer internal reference number is: (B)(4).